Event description:
Customer reported the passport 2 monitor shut down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Unit has been returned to the company's repair center for evaluation.